Event description:
Evaluation summary: the stent was positioned correctly between the inner shaft markers as per specification requirements and was not damaged. The hypotube was kinked at 0.7cm, 30cm, 66cm and 93.5cm distal to the end of the strain relief. The protective sheath and stylette were returned with the device. The stylette was kinked 5cm distal to its proximal end. The distal end of the protective sheath was badly deformed and torn by the distal end of the stylette.

Manufacturer narrative:
Following evaluation of the device, the code for this event was changed from stent deformed in vivo during positioning to kink. There was no damage to the stent.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (target lesion exhibited moderate calcification, 95% stenosis and excessive tortuosity). No results available since no evaluation performed (device or procedural images were not returned for evaluation). Evaluation conclusions: inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (target lesion exhibited moderate calcification, 95% stenosis and excessive tortuosity). Unable to confirm complaint (device or procedural images were not returned for evaluation). (B)(4).

Event description:
The physician attempted to deploy an endeavor resolute rx 2.75 x 18 mm drug eluting stent in the mid portion of the lad. The lesion was 16mm in length, had 95% stenosis, moderate calcification and excessive tortuosity. A pre-dilation was performed using a balloon (size 2.0 x 20 mm) inflated to a pressure of 14 atms. No difficulties were noted when removing the device from the hoop or during preparation of the device. The stent was inspected prior to use and no abnormalities were observed. Difficulties however, were experienced with positioning the device across the lesion. It was reported that the stent didn¿t move easily due to the degree of calcification in the target lesion. It was noted that when the stent was withdrawn, its struts were deformed. There were no reported patient complications. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).